Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp, plunger clamp and sleeve coated with serum in the reported problem area of the pipetter assembly. All parts were cleaned, the instrument was inspected, tested without further problem, and returned to service.